Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implantation procedure, the patient experienced "cloudy, blurry vision" and "dysphotopsia". The iol was exchanged for another manufacturer's iol with a 0.5 difference of diopter power. Additional information was provided indicating that in the surgeon's opinion the cause of the event was "lack of patient adjustment". The patient's issues have resolved.